Event description:
It was reported that a cartridge alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Although the pump was out of warranty, the caller was not interested in obtaining a loaner pump and had already initiated the process for acquiring a new pump. The case was closed as no further action was required.